Event description:
Rotoblator was being used as indicated; rotoblator burr was unable to be retrieved. Several attempts were made to remove rotoblator burr, but were unsuccessful. Wire cut, patient transferred to operating room for attempted removal of remaining wire and burr. Burr was not able to be removed, however wire was successfully removed.